Event description:
From clinical trial study organizer: it was reported that the device was implanted in patient for administration of clinical trial drug on (B)(6) 2013. According to reporter, during administration of medication via the port on (B)(6) 2014, the clinician noted fullness at the port site. Following the administration of medication, the clinician withdrew the needle from the port and noted leakage of clear fluid. The leakage stopped after 2 minutes pressure application at the port site. Following observation, the patient was discharged in stable condition. Later in the day on (B)(6) 2014, the patient returned to the hospital following onset of shaking. A surgical procedure was scheduled and the device was replaced on (B)(6) 2014. No permanent adverse effects to patient reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow up report detailing the results of the evaluation.